Manufacturer narrative:
This file is not reportable. There will be no further reports sent in. The manufacturer internal reference number is: (B)(4).

Event description:
Corrected information provided from the customer stating the event was the handpiece would not prime before surgery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that a handpiece stopped working during surgery. The surgery was completed. There was no patient harm.